Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: dr. Informed that once he prepped the patella, the trial was sitting exactly where he planned. However, when he went to put in the implant he noticed that it was not sitting where the trial was - it was 2mm more medial. Additional information: yes, the implant was used and he did press-fit. It was seated completely and correctly ¿ he informed it was the plastic part itself that was overhanging about 2mm more medial and underhanging about 2mm lateral compared to the trial. There are no images available at this time. It wouldn¿t be mentioned in his op report ¿ he trimmed the patella to ensure it would be tracking centrally after implanting and noticing the issue.